Event description:
It was further reported that all the procedures were performed as planned.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The subject device was not returned to olympus for evaluation. Based on the results of the investigation, the root cause could not be determined. This supplemental report includes additional information received from the author. B5 updated accordingly. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event date was reported as the publication date of the literature. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to (B)(6).

Event description:
Olympus reviewed the following literature titled "contaminated duodenoscopes in ercp: sensitivity of detection and risk of underdetection." Periodic duodenoscope cultures are essential to timely detect contamination, but their sensitivity remains unknown. This study aims to determine the sensitivity of duodenoscope cultures and to estimate the prevalence of contaminated duodenoscope use. We combined duodenoscope microbiologic surveillance data from march 2015 to june 2022 with usage data to evaluate patient exposure to duodenoscopes contaminated with microorganisms of gut or oral origin (mgo). We identified duodenoscopes with repeated species-level contamination within a year and used molecular typing to confirm genetic relatedness. Genetically related microorganisms over multiple duodenoscope cultures of a single duodenoscope indicated a period of sustained contamination, and a cluster was defined as overlapping periods of sustained contamination between different duodenoscopes. If microorganisms were not available for molecular analysis, we marked the period as unconfirmed. A sample was defined as false negative if it did not show the target microorganism(s) in a period of sustained contamination. We used 3 scenarios to hypothesize about contaminated use and culture sensitivity. We included 556 duodenoscope cultures with 185 (33.3%) contaminated with mgo. The total usage of duodenoscopes was 5226. We identified 1 period of sustained contamination, 6 unconfirmed periods, and 2 clusters. Depending on our scenario assumptions, the percentage of contaminated use varied from 12.3% to 23.7% and culture sensitivity ranged from 82.2% to 98.9%. Limited sensitivity of duodenoscope cultures leads to improper clearance of duodenoscopes for clinical use, increasing risks of outbreaks. The applicability of a single culture to end a duodenoscope¿s quarantine should be re-evaluated. Type of malfunctions positive in culture test.